Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled, ¿15-year follow-up of mom 36-mm tha: clinical, laboratory, and radiological (CT and MRI) prospective assessment¿, by nicola bozza, nicola guindani, giuseppe pezzotta, ferrari alberto and claudio c castelli, published in hip international. 2020, vol. 30(2s) 42¿51, was reviewed and determined to be a medical device complaint. A 15 -year prospective study, followed 46 patients with primary metal on metal (mom) total hip arthroplasties (tha) (mono- or bilateral) enrolled between 2004 and 2005. Depuy pinnacle acetabular cups, summit cementless stems with 36-mm metal heads and ultramet cocr alloy metal liners were implanted. Patients were reviewed at 5-, 10- and 15-year intervals, including co/cr metal ion levels and standard radiographs at every follow-up, while the 15-year follow-up also included hip sonography, MRI mavric and CT o-mar radiologic studies. For purposes of the study, only the first mom tha was reviewed when bilateral mom hips were present. It was reported that 9 patients died during the study due to causes unrelated to their total hips. There were 6 reported case complications requiring revisions: four hips were revised to address adverse local tissue reaction (altr). One hip was revised to address periprosthetic bone fracture (location of fracture and treatment were not provided). One hip was revised to address late infection (4.4 years after primary; treatment was not provided). Eight patients (identified by ID number in this specific case only--patient ID numbers 6, 10, 11, 12, 16, 18, 20, and 26) showed evidence of osteolytic lesions of either the femur and/or the acetabulum. The study authors indicated that serum co/cr metal ion levels rose throughout the study for an unspecified number of patients, but never exceeded 12 ug/l. Two patients at 15 -year follow-up reported symptomatic pain that required no treatment. There were no cases of mispositioning, nor cases of aseptic implant loosening. The study only provided subject numbers for the reporting of osteolytic lesions¿all other adverse events were not associated with a specific patient, and so therefore will be grouped together and reported by product type. The study authors found that there was no correlation between metal ions levels and altr. Routine x-rays, CT and MRI studies evidenced ongoing disease. They concluded that it was imperative that regular yearly follow-up be performed on patients with these implants.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.